Event description:
The pt was diagnosed with dvt and was referred to a surgeon for the placement of an ivc filter. The procedure was performed with no complications. A post ivc filter placement picture was taken and reviewed by a radiologist. The radiologist stated, "it looks in good position." The same day, the pt complained of abdominal pain. A CT scan of the abdomen showed "an ivc filter is in place. Of note, two of the feet are noted to penetrate the anterior table wall and terminate in the mesenteric fat. Two feet of the feet also penetrated the lateral wall of the cava with one strut anterior to the aorta and another posterior to the aorta. There is, however, no associated retroperitoneal hemorrhage."the bard company quality assurance department was contacted. Information was provided from bard to the radiologist and surgeon, to contact an interventional radiologist (ir) in philadelphia. The ir who the MFR referred has experience in handling similar situations with this type of filter. This ir "has removed several filters" that have had similar issues. After the discussion with the ir in philadelphia, plans were made to remove the filter due to possible complications if it were left in place. The filter was removed without complication five days later. This is the first time the physician had knowledge of this type product problem.